Event description:
It was reported that upon recovery of the accunet filter basket, after a successful carotid case, the filter basket guide wire and the recovery sheath separated in the patient, requiring medical intervention. The case involved the common and internal carotid artery. The procedure went well and acculink stents were implanted. The recovery of the accunet was difficult as visualization was not good, as the markers were apparently on a bone and were hard to pick up. This took extra time and during this time, a kink in the guide wire developed. The recovery catheter was then pulled back while the guide wire remained in place. Possibly, resistance was met when the guide wire and the recovery catheter were being removed. The guide wire and the recovery catheter broke in the patient and the recovery catheter was keeping the filter closed. A sheath was then placed in the pt and everything was removed with another company's snare device. Surgical repair of the femoral artery was required because a sheath was used. There were no neurological effects to the patient.